Event description:
A customer reported receiving high adc readings of 288 mg/dl, 300 mg/dl, and 318 md/dl as compared to a laboratory reference reading of 90 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c or d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.